Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that the holder broke off when placing the tube into the holder. The following information was provided by the initial reporter. The customer stated: "customer problem: customer is reporting the holder of product 368607 broke off when the placing the vacutainer tube into holder. Medwatch report provided and attached to case."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.3. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for holder broke off with the incident lot was not observed as the photo only shows an unused eclipse needle. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, drawing ten tubes per needle, and no issues were observed relating to holder breaks off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode holder breaks off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that the holder broke off when placing the tube into the holder. The following information was provided by the initial reporter. The customer stated: "customer problem: customer is reporting the holder of product 368607 broke off when the placing the vacutainer tube into holder. Medwatch report provided and attached to case."